Manufacturer narrative:
H3. Device evaluated by MFR; code 81: device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
It was reported that the patient experienced an infection. Patient followed up for surgery where pocket was cleaned out and generator was removed; the leads remain intact. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.